Event description:
A malfunction was reported on the pump, specifically indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer in doing so, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappears, which they understood and acknowledged.